Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. Device placement was confirmed by transesophageal echocardiography. The impella 5.5 was increased to performance level p4, and cardiopulmonary bypass was successfully weaned. Upon separation from bypass, the patient became hypoxic, and veno-arterial extracorporeal membrane oxygenation was initiated. Later in the course, the patient experienced a low placement signal alarm with a ventricularized waveform and pink urine, suggestive of hemolysis. Echocardiography revealed suboptimal device positioning, and the impella 5.5 was successfully repositioned under echocardiographic guidance. The patient¿s condition stabilized, and the device was subsequently weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.